Event description:
Complainant alleged that during inservice training by facility staff, the device's analyze button intermittently would not function. The complainant indicated that there was no pt involvement in the reported failure.